Event description:
It was reported that post operation, both right atrial (ra) and right ventricular (rv) leads dislodged. During lead revision procedure, unsatisfactory helix fixation was noted on rv lead. The rv lead was explanted and replaced. The ra lead was successfully repositioned. Patient was stable.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Device interrogation revealed failure to sense and failure to capture in both the right ventricular (rv) and atrial (ra) leads. Inpatient telemetry further confirmed that both ra and rv leads were dislodged. The physician decided to reposition both leads. During the lead revision procedure, unsatisfactory helix fixation was noted on the rv lead. The rv lead was subsequently explanted and replaced, while the ra lead was successfully repositioned. The patient remained stable throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgment, failure to capture, failure to sense and helix mechanism issue. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examinations of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. After cleaning the distal end, the helix was able to be retracted and extended by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported events of failure to sense and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies.